Event description:
Caller reported encountering a tandem mobi cartridge alarm during the load process, resulting in the confirmation of cartridge alarm 30. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and no adverse impact was noted. The customer will continue using their current pump while cts replaces the pump with one featuring updated software. Cts also confirmed the shipping address and provided instructions for returning the problematic pump. Furthermore, the customer requested replacements for the affected supplies.